Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, "occlusion pressure is high when set to medium getting 24.96", which was experienced during evaluation. Evaluation confirmed and reproduced the reported symptom by finding the device slow to detect a downstream occlusion on the high setting. Physical inspection found the downstream tubing guide depth to be out of specification. The downstream tubing guide setup was calibrated to correct the condition. (B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced an "occlusion pressure is high when set to medium getting 24.96" in which it "occluded at high pressure using a new set." It was also reported there was no patient injury.